Manufacturer narrative:
Unchecked "user facility". Removed device manufacture date. Date is unknown. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a faulty display. The most likely root cause of the failure is faulty display component, which likely contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline normal controller behavior and data screen display. It further outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the hospital ventricular assist device (vad) coordinator that when exchanging the primary controller for this controller, the display on the controller did not fully display the data. I.e. 'Wa' was listed for watts. The controller was exchanged for another controller. No information was provided regarding effect on the patient.